Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The customer repeated the sample as they have had ongoing ise issues. The initial result was 172 mmol/l. The sample was repeated on another analyzer and the result was 158 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The electrode lot number is fxc40. The expiration date was not provided. The investigation is ongoing.